Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca. They were able to see psychical damage to the battery board pca( missing pins on the battery board pca). This part was scraped as indicated on the shipping instructions. The battery board pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has a damaged battery board. There was no patient involvement reported.